Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report on (B)(4) 2018, stating, "customer claims difficult cannot clean with a high concern organism. Yeast at 1 cfu[colony forming unit]" involving video duodenoscope model ed-3490tk/serial (B)(4). No other information was provided at the time of the report. The video duodenoscope was received at pentax medical on 17-dec-2018 for evaluation and evaluated on 02-jan-2019. The pentax medical service inspection findings included the following: operation channel- primary slice by accessory. Distal cap - fixed type failed epoxy seal integrity inspect. Distal cap/case cracked. Passed wet leak test. Passed dry leak test. Umbilical cable single buckled under pve root brace. # 1 remote control button cover cracked. Fluid invasion not observed in pve connector. Fluid invasion not observed in control body. Operation channel- primary mild resistance. The video duodenoscope is currently undergoing repairs and pending organic sampling.